Manufacturer narrative:
Patient information is unknown. 510k: this report is for an unknown synthes semi-tubular plate (stp)/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lyle, shirley; malik, catherine; oddy, michael j. (2018). Comparison of locking versus nonlocking plates for distal fibula fractures, the journal of foot & ankle surgery, volume 57, issue 4, july¿august 2018, pages 664-667. (United kingdom). The purpose of the retrospective study was to review the use of the bone specific distal fibula locking plate and compare implant selection for all lateral malleolus fixation using three (3) different plates. From january 2011 to december 2012, 145 patients with ankle fractures who underwent surgical fixation with a distal fibular plate were included in the study. The implants used were a synthes one-third semitubular plate (stp), a synthes 3.5-mm limited-contact dynamic compression plate (lc-dcp), and a synthes 2.7-mm/3.5-mm locking compression distal fibula plate (lcp-f). Of the 145 patients, 87 (60.0%) received an stp, 22 (15.2%) an lc-dcp, and 36 (24.8%) an lcp-f.). No significant differences were found in the sex distribution among the 3 groups. The study then evaluated and assessed the costs (implant cost) and incidence of complications among the patients using the three plates. All radiographs of the pre- and postoperative ankles were also assessed. The following complications were reported: the stp group: two patients required washout for infection. One patient underwent revision to an external fixator and 1 underwent metal removal and fusion 2 years later. Four patients had superficial infection requiring antibiotics. Six had wound issues not requiring antibiotics. One patient underwent plate revision, 1 underwent the addition of syndesmosis screws, and the previous 2 who had undergone revision because of infection. Five patients in total underwent planned removal of syndesmosis screw. Fourteen patients underwent metalwork removal for pain, stiffness, or screws backing out. This report is for unknown synthes semi-tubular plate (stp). This is report 1 of 3 for (B)(4).